Event description:
It was reported that the clip fell off the applier after closing. The patient is fine.

Manufacturer narrative:
Qn#(B)(4). Voided complaint: it was reported multiple clips having issues from one device, however; there is only one device involved. This is a duplicate complaint of MDR file#3003898360-2018-01043. Please make a note of this voided complaint for your records.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip fell off the applier after closing. The patient is fine.